Manufacturer narrative:
Patient weight not made available from the site. On 08/26/2015 a medtronic representative, following-up at the site, reported the surgeon did not indicate distance or direction of inaccuracy. On 08/27/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine transforaminal lumbar interbody fusion (tlif) procedure, the surgeon alleged the navigated pak needle was inaccurate. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. With markers attached and fully seated, the probe returned good geometry and divot error readings. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.